Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test and it alarmed compromised force sensor system during prime due to motor high current draw. The device had cracked case at the display window corner, minor scratches on the lcd window, and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed compromised force sensor system. Customer's blood glucose was 400 mg/dl. Customer stated the insulin is squirting out during the manual prime process. Troubleshooting was performed and no anomaly was noted. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.